Event description:
It was reported by the patient's mother than the controller has been giving the patient uncommanded boluses. The controller will no longer turn on. No other information was provided. If additional information becomes available, a supplemental report will be created.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the controller delivered boluses that were not programmed. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data for the period of 01apr2025-20apr2025 was downloaded and reviewed. Review of the cloud data showed that multiple boluses were delivered each day during this period, with each bolus being based on a carb entry, blood glucose entry, or both. All boluses were found to be correctly calculated based on these inputs, the user settings, and insulin-on-board recorded in the cloud data. It could not be determined if any of these boluses were unexpected or uncommanded based on the case description and lack of user interaction logging in the cloud data. The cloud data system contains data from after the date of occurrence, indicating that the controller did not fail to turn on permanently and the device has continued use. It could not be determined if there were any delays in the controller turning on based on the cloud data and no hazard alarms indicating a failure to turn on or auto-off were observed in the cloud data. The exact cause of the reported uncommanded bolus and delays in the controller turning on could not be determined from the available data.